Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 323.062. Lot: l841878. Manufacturing site: (B)(4). Release to warehouse date: 27.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient sustained a gunshot wound to his left hand resulting in a comminuted, displaced and angulated fracture of his second metacarpal, during the procedure of open reduction and internal fixation of left second metacarpal fracture with bone graft a small distal portion of the drill bit broke off in the drilled screw hole in the bone. This piece of drill bit was retained within the bone and was not removed as it was felt to cause more harm in an effort to remove it rather than to leave it retained. It was approximately one (1) cm piece of a 2mm drill bit that was retained in an intraosseous fashion. There was a slight delay but no one mentioned the number of minutes delayed. The procedure was successfully completed. This is report 1 of 1 for (B)(4).